Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was damaged. The instrument grips were manually manipulated and the instrument passed an electric continuity test on 3 of 3 attempts. Common causes of dislodged instrument conductor wire are attributed to damage through external collisions, during use, or during reprocessing.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the surgeon noticed the vessel sealer extend (vse) instrument had an exposed conductor wire. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.